Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report. A product discrepancy that could have contributed to the reported occurrence was not observed during our analysis. The stent, loading string, wire guide, and the inner catheter and guiding catheter of the introduction system were returned. The outer catheter of the introduction system was not included in the return. The stent is intact. However, the coating is slightly torn in one area at the proximal end of the stent. This tearing is likely due to the removal of the stent with a snare. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, this report represents an unusual occurrence. Conclusions: the information provided indicated the proximal fittings of the introduction system were placed in the disengaged/separate position. This activity is a likely cause for the reported difficulty. The instructions for use caution the user that if the loading string becomes compressed against the introduction system during removal, reengage the proximal fittings to free the string. Information provided with this report indicated that the loading string was wrapped/twisted around the introduction system. This is a likely contributing factor for the reported difficulty. The instructions for use for this product line instruct the user to ensure the loading string is not twisted around the introduction system prior to an attempt to load the stent. The information provided indicated dilation of the stricture was not performed prior to stent placement. The instructions for this stent indicate that the area to be stented should be dilated to a minimum of 10mm and a maximum of 14mm prior to advancing the introduction system into the esophagus. Omission of this activity could have contributed to the reported difficulty. Prior to distribution, all esophageal z-stents with dua anti-reflux valve are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. This observation represents an unusual occurrence. Customer quality assurance will continue to monitor for complaint trends.

Event description:
Difficulty was encountered during removal of the introducer after stent deployment. During an esophageal stent placement at the gastro-esophageal junction, the physician used an esophageal z-stent w/ dua anti-reflux valve. There was no difficulty with stent placement or deployment. After deployment of the stent, the physician was unable to remove the introduction system. The stent was pushed into the stomach using the introduction system and the endoscope. Scissors were used to cut the introduction system and forceps were used to cut the loading string from the stent. A snare was used to pull the snare to the distal end of the endoscope and remove the stent from the patient. The endoscope was advanced again into the patient to examine the esophagus. The initial reporter indicated very minimal damage occurred as a result of stent removal. The physician elected not to place a second esophageal stent. The patient was admitted to the intensive care unit due to the patient's pre-procedure health and additional procedure time. Four days later, the patient's condition was reported to be stable and the patient is scheduled to be released from the hospital. The initial reporter indicated the patient did not experience any adverse effects due to this occurrence.